Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported femtosecond laser was fired deeper than ocular coherence tomography (oct) image shown on screen. It was responsible for all cuts deeper than planned. No consequence to pt was reported.